Event description:
Patient called lfs alleging that their one touch basic original meter would only prompt the "retest" message. The patient neither alleged harm or experienced injury. Patient was unwilling/unable to indicate if they took any actions following the attempted use of their meter. Patient did contact their medical professional for advice, however, no information was provided to suggest that they received any medical treatment. Issue was not resolved through troubleshooting. Patient's meter was replaced.